Event description:
The customer reported that the system was booting up with a closed collimator. This would render the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro functions board and collimator assembly were replaced. The sys was then found to be operating as intended.